Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. Device had cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. The customer did not recall any significant events leading to the alarm. Blood glucose value was 151 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.